Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle there was an issue with leakage. The following information was provided by the initial reporter, translated from french to english: we had two times an issue for sampling with the tubes ref. 368838. The rubber part is slightly curved and blood passes through the holder and there's overflow: risk of exposure to blood.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle there was an issue with leakage. The following information was provided by the initial reporter, translated from french to english: we had two times an issue for sampling with the tubes ref. 368838. The rubber part is slightly curved and blood passes through the holder and there's overflow: risk of exposure to blood.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.